Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separates on lot # 9210505. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, stopper separates) was captured and addressed. Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 9210505. Customer states that the stopper was separated from the plunger rod. The returned syringe was examined and exhibited the stopper separated from the plunger rod. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 11 aug 2020, (B)(4) received a photo complaint. A visual evaluation of the photos found (1) syringe with the plunger rod on the outside of the syringe, with the stopper still in the barrel. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch # 75020 was created for dry barrels. The silicone valve failed. Correction: the silicone valve was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced a plunger that was loose/separated prior to use. The following information was provided by the initial reporter: the stopper was separated from the plunger rod.